Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the filter cap came off while expressing air from a syringe, leading to a blood splash. Nurse was wearing full ppe, no physical contact with blood occurred. No visible issues if the syringe was cracked or broken. There was no patient involvement, and no patient adverse event reported. The action that took place after the blood exposure was to change the gown and gloves.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.